Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having difficulty charging the ins. The patient stated they had trouble charging ins as it would take 6-8 hours to charge. Patient had called in to get MRI compatibility information. Patient provided a serial number for ins that was not registered in system. Agent reviewed how to access MRI mode for eligibility. Patient warm transferred to patient registration.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.